Event description:
Rep reported that the valve malfunctioned. A series of tests were run to determine the problem with the valve. The valve was tested with a monometer and it should be indicated that the valve was set at 150mm h20, however when tested the valve flowed freely. Original implant date was 2008.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.